Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient has suffered a broken modular neck on the left side.the hip prostheses were implanted by dr. (B)(6) on (B)(6) 2012.